Event description:
Reported from hosp staff with minimal knowledge as "band broke." Follow up findings: follow up with surgeons staff reported as "port fracture, pain and intolerance with lap-band removal."